Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus block h11: investigation results. The device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon leak could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was being prepared to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for dilatation performed on (B)(6) 2026. During preparation, the balloon exhibited small bubbles and failed to fully inflate. Troubleshooting consisted of attempting to inflate two additional balloons from the same lot, but the same problem occurred. The procedure was completed with a fourth device of the same type. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.